Event description:
It was reported that the patient presented to the hospital after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote monitor report was sent and the information received on the remote transmission was reviewed by qualified personnel. It was determined that the device was unable to convert an arrhythmia episode, and delivered an inappropriate therapy for a svt episode that was detected as a vf event. Intermittent undersensing was also noted on the atrial stored egm's. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.